Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cut silicone overmold on the bottom cover. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly experienced a hematoma and swelling at the implant site. On (B)(6) 2019, the recipient was admitted to the hospital for swelling around the implant site. On (B)(6) 2019, the recipient underwent needle aspiration of the scalp hematoma. During the procedure, the implant was dislodged. The surgeon proceeded to explant the device. The recipient was reimplanted with another advanced bionics cochlear device. The recipient was administered antibiotics prophylactically.